Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker experienced a reset and went to safety mode. The cause of the reset was unknown. Technical services (ts) recommended device replacement. This device was then successfully replaced. No additional adverse patient effects were reported. Device has return for analysis.